Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/reporter, the patient's mother, contacted lifescan (lfs) another country regarding the puncture vial notification letter. During the call she also alleged the one touch ultrasmart meter was giving inaccurately high readings. Four days later, the technical service representative (tsr) spoke with the patient to obtain and verify information. Three days earlier, at unspecified times, the patient obtained the blood glucose readings of 80 mg/dl, 120 mg/dl and 140 mg/dl on the reported meter. The patient ate a breakfast of one bread roll and cake at 12:00 pm, and went to bed at 2:30 pm. At 4:45 pm, the patient experienced the symptoms of 'being not approachable, and broadly opened eyes'. The patient's boyfriend tested the patient using his own meter, not the reported meter, and obtained a blood glucose reading of 21 mg/dl. The patient was treated with a glucagon injection, and afterwards experienced a seizure. Emergency services were contacted. The paramedics arrived and tested the patient's blood glucose levels to be 31 mg/dl, 36 mg/dl and 39 mg/dl. The patient was given another glucagon injection, and transported to the hospital. The patient was admitted to the hospital for three days, with a diagnosis of hypoglycemia. The patient takes novorapid insulin using a pump, with a basal rate of 24.2 units per 24 hours. The patient takes bolus insulin doses based on post-meal meter readings and her feelings. The patient was unable to provide the doses of insulin boluses taken on the day of the event prior to the onset of symptoms. The patient's target blood glucose levels are between 80 mg/dl and 160 mg/dl. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter was replaced. The reporter alleged the patient became hypoglycemic while using the reported lfs product. It is not clear the patient's results were inaccurate, or that they had contributed to the patient becoming hypoglycemic as the readings were "normal" for the patient. However, because there is no information regarding exact insulin doses or timings for the meter results prior to the injury, this complaint is being reported.